Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device.

Event description:
Information was received from a health care professional (hcp) via a manufacturer¿s representative regarding a patient with a trial neurostimulator and leads. It was reported two trial leads were inserted on (B)(6) 2017 for a spinal cord stimulation trial. The leads were held in place with a medical adhesive dressing and fixation product to the patient¿s back. After the trial on (B)(6) 2017 the hcp unwrapped the patient¿s dressing and found one of the leads was broken into two pieces. Both pieces were completely removed and in route for analysis. There was no patient harm reported and patient was unaware.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device. Product ID: 355531, product type: discreening device eval.code conclusion applies to the two trial leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device. Product ID 355531, product type screening device.

Event description:
Product analysis completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the serial number was unknown . The break of the lead was in the patient and within the tegaderm. It is not clear whether it was already broken prior to removal but as it was removed it broke. The patient hadn't had a fall or any trauma. The product was returned.